Event description:
It was reported that shaft break occurred. The computerized tomography (CT) coronary angiogram showed 80 percent stenosed lesion in the left anterior descending artery, 95 percent stenosed lesion in the tortuous left circumflex artery (lcx), 90 percent stenosed lesion in obtuse marginal artery (om2), 40-50 percent stenosed lesion in right coronary artery, and 95 percent stenosed lesion in posterior collateral branch. The lesion of the lcx and om2 bifurcation was treated first. A 12 x 2.75 promus premier drug-eluting stent was advanced first to lcx but failed to cross lesion and the delivery shaft of stent got fractured after increase in push force. The device was completely removed from the patient body by removing it directly and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.